Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right side"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and depo provera. Concomitant products included alprazolam and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), urinary tract infection ("uti"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pelvic prolapse ("pelvic organ prolapse") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, pelvic prolapse and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pelvic prolapse, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient has not yet been able to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), uti,depression, malposition of essure device location of device: right side, pain, perforation (uterus) were added. On (B)(6) 2018: no new significant information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right side"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and depo provera. Concomitant products included alprazolam and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced hormone level abnormal ("hormonal changes") and depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pelvic prolapse ("pelvic organ prolapse") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, pelvic prolapse and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pelvic prolapse, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient has not yet been able to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: right side"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and depo provera. Concomitant products included alprazolam and naproxen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient experienced hormone level abnormal ("hormonal changes") and depression ("depression"). On (B)(6) 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), pelvic prolapse ("pelvic organ prolapse") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, bladder disorder, urinary tract disorder, pelvic prolapse and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pelvic prolapse, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient has not yet been able to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.